Manufacturer narrative:
The tech is unable to repair this device. Hill-rom has requested that the device be returned for repair. No other info has been provided as to whether the device was shipped, received and/or repaired and returned. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device arced when the batteries were connected. No injuries were reported as a result of the arcing condition.